Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock impedances. The values are high, out of range at this time. A calcification process was suggested as the culprit for the shock impedance behavior. The rv lead remains in service at this time and the patient continues being monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.